Event description:
It was reported that bd smartsite cracked and leaked the following information was provided by the initial reporter: during use, (B)(4) pieces of connectors exploded, (B)(4) pieces of indwelling needles could not be unscrewed, and 1 piece did not leak liquid. It is necessary to confirm whether there is a product quality problem, a claim needs to be settled, a complaint reply letter is needed, and a complaint acceptance letter is needed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9510992, in which the customer has stated: ¿during use, 9 pieces of connectors exploded¿. The product in use at the time is reported to be a 2000e china from lot 22045773. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22045773 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china products in the past 12 months.